Event description:
The patient was implanted with a left ventricular assist device. Approximately 16 months post-implant, the surgeon reported that the patient fainted while at home, switching from battery to power module support. The patient's wife reconnected the patient to both batteries and the pump restarted. The patient was readmitted to the hospital for evaluation and was found to be doing fine. Upon inspection of the patient's equipment, the surgeon observed a bent pin on the power module patient cable.

Manufacturer narrative:
The patient was discharged home approximately 48 hours following his admission. The patient remains on lvad support with this pump and is reported to be doing well. The manufacturer is attempting to acquire the cable for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.